Event description:
The trilogy evo ventilator was returned to the manufacturer service center due to a service required alarm. The device was not reported to be in use on a patient at the time of the occurrence. During the evaluation an error code in relation to aev_failure was recorded in the device event log. In conclusion the proportional valve (aecm) was replaced to address the issue. Additionally, during the service of the device, an error code in relation to proximal pressure sensor railed to maximum negative value was recorded in the device event log unrelated to the reportable malfunction/issue therefore the system board was replaced to address the issue. A 4-year pm assessment was required therefore the air inlet foam filter and muffler assembly were replaced to address the issue. The in-line filter prox was clogged with dust therefore was replaced. The software was upgraded to version 1.06.10. The device passed the final test.